Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the needle popped off of the suture while they were closing the fascia. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/24/2020 additional information: d10, h4 h3 evaluation: an opened sample of product was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was received dispensed of winding formed and examined along the strand with no defects noted on the barbs, only body fluids were noted, and the fixation tab was broken at two sides apparently by use of a surgical instrument. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.